Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the foot board was damaged to the point that fluid ingress could short out the circuitry. No pt involvement or adverse consequences are reported.